Event description:
On (b(6), 2025 a male patient underwent a deep vein thrombosis (dvt) thrombectomy using inari devices. The patient's clot age was estimated at 10 days old. During the thrombectomy, the patient was positioned frog-legged. A clottriever sheath, 13 fr (CT sheath) was used to insert the devices. During the procedure, the sheath shaft separated from the CT sheath hemostasis valve with the proximal tip protruding from the access site. Due to the patient's positioning, the medical team did not notice the sheath was leaking blood immediately. As a result of the blood loss, the patient's hemoglobin dropped from 12g/dl to 9g/dl, however the patient did not show signs of deterioration. The patient remained stable, and the procedure was completed without issues after the CT sheath was replaced. Post procedure, the patient received a blood transfusion due to the hemoglobin drop and was transferred to the intensive care unit (ICU) to recover.

Manufacturer narrative:
The clottriever sheath, 13 fr (CT sheath) was returned to the manufacturer and evaluated. Visual inspection confirmed the shaft separated from the swivel hub. Corrective action was opened to further investigate and determine potential root cause. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. Additionally, a complaint history review was conducted, and no similar issues have been reported against this lot number. Manufacturer reference #: (B)(4).